Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-09977. It was reported the pt experienced ineffective stimulation. The pt underwent surgical intervention. During the procedure, the physician explanted the ipg and a portion of an extension. No pt complications were reported.